Event description:
Vertebral body replacement (addplus) migrated ventral post surgery. The screw broke.

Manufacturer narrative:
Explanted device was examined visually and the broken screw showed a typical breakage pattern of overload. Measurement-technology assessments showed no deviations from MFR specifications. Device master records and raw materials are in specification. Note: this MDR occurred outside the USA. We have no knowledge of a reporting elsewhere. The indication outside the USA can be different. The late filing is due to a contact with the FDA regarding a reinterpretation of 21 cfr part 803.